Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection and swelling at the implantable pulse generator (ipg) site. The patient underwent a revision procedure where irrigation and debridement of the site was performed. The patient was administered a six week course of antibiotics and remains in the hospital. The patient will eventually be discharged to a rehabilitation center.